Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a session, the analyzer was exhibiting delayed response to button press. It was further reported that a black screen with an error code was displayed. The analyzer was switched with an alternate to complete the session. The analyzer is still in use. No patient complications have been reported as a result of this event.